Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was involved with an over medication during concurrent flow of a bumex drip during therapy. The customer reported that a bolus dose of bumex (unknown amount) was inadvertently delivered to a patient due to a clinician just coming off family medical leave absence and was not aware how to deliver a secondary medication with the spectrum pump. Bumex is a diuretic medication that is not considered a critical medication and in many instances is an administered manual bolus over a 1-2 minute period. There was no patient harm or medical intervention provided to the patient as a result of this event. Due to the lack of user experience with the sigma spectrum pump, if this were to occur again with a critical medication this could possibly pose harm to a patient.